Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location: unknown') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 6 ((B)(6) 1997, (B)(6) 2000, (B)(6) 2002, (B)(6) 2004, (B)(6) 2006, (B)(6) 2011). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain/ pain"), migraine ("excessive migraine headaches/ migraines / headaches"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal): urinary tract"), amnesia ("neurological conditions or problems: memory loss"), allergy to metals ("nickel allergy"), depression ("psychological or psychiatric problems: depression"), rash ("rashes or skin conditions: rashes"), vaginal discharge ("vaginal discharge") and visual impairment ("vision/eye problems: vision") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced tooth loss ("dental problems/ I was recommended full dentures because I was losing teeth") and alopecia ("hair loss"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and experienced abortion spontaneous ("miscarriage"), pelvic discomfort ("discomfort"), pelvic pain ("pelvic pain"), abdominal distension ("abdominal bloating"), ovarian cyst ("ovarian cysts"), nausea ("nausea"), arthralgia ("hip pain") and myalgia ("sore muscles"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, alopecia, urinary tract infection, nausea, amnesia, allergy to metals, depression, rash, vaginal discharge, visual impairment and weight increased outcome was unknown and the abdominal pain, pelvic discomfort, abdominal distension, ovarian cyst, migraine, dyspareunia, tooth loss, arthralgia and myalgia had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, allergy to metals, alopecia, amnesia, arthralgia, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, migraine, myalgia, nausea, ovarian cyst, pelvic discomfort, pelvic pain, pregnancy with contraceptive device, rash, tooth loss, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: the plantiff states that she is currently planning for essure removal but she doesn't have any scheduled procedure at this time. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: migration of essure device. Ultrasound scan vagina - in (B)(6) 2012: migration of essure device. X-ray - in 2015: migration of essure device. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra [lt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received event " hip pain and sore muscles" was added, reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location: unknown') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 6 ((B)(6)1997, (B)(6)2000, (B)(6)2002, (B)(6)2004, (B)(6)2006, (B)(6)2011). On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain/ pain"), migraine ("excessive migraine headaches/ migraines / headaches"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal): urinary tract"), amnesia ("neurological conditions or problems: memory loss"), allergy to metals ("nickel allergy"), depression ("psychological or psychiatric problems: depression"), rash ("rashes or skin conditions: rashes"), vaginal discharge ("vaginal discharge") and visual impairment ("vision/eye problems: vision") and was found to have weight increased ("weight gain"). In (B)(6)2012, the patient experienced tooth loss ("dental problems/ I was recommended full dentures because I was losing teeth") and alopecia ("hair loss"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and experienced abortion spontaneous ("miscarriage"), pelvic discomfort ("discomfort"), pelvic pain ("pelvic pain"), abdominal distension ("abdominal bloating"), ovarian cyst ("ovarian cysts"), nausea ("nausea"), arthralgia ("hip pain") and myalgia ("sore muscles"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, alopecia, urinary tract infection, nausea, amnesia, allergy to metals, depression, rash, vaginal discharge, visual impairment and weight increased outcome was unknown and the abdominal pain, pelvic discomfort, abdominal distension, ovarian cyst, migraine, dyspareunia, tooth loss, arthralgia and myalgia had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, allergy to metals, alopecia, amnesia, arthralgia, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, migraine, myalgia, nausea, ovarian cyst, pelvic discomfort, pelvic pain, pregnancy with contraceptive device, rash, tooth loss, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: the plaintiff states that she is currently planning for essure removal but she doesn't have any scheduled procedure at this time. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2011: migration of essure device. Ultrasound scan vagina - in (B)(6)2012: migration of essure device. X-ray - in 2015: migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location: unknown') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 6 (1(B)(6) 1997, (B)(6) 2000, (B)(6) 2002, (B)(6) 2004, (B)(6) 2006, (B)(6) 2011). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain/ pain"), migraine ("excessive migraine headaches/ migraines / headaches"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal): urinary tract"), amnesia ("neurological conditions or problems: memory loss"), allergy to metals ("nickel allergy"), depression ("psychological or psychiatric problems: depression"), rash ("rashes or skin conditions: rashes"), vaginal discharge ("vaginal discharge") and visual impairment ("vision/eye problems: vision") and was found to have weight increased ("weight gain"). In january 2012, the patient experienced tooth loss ("dental problems/ I was recommended full dentures because I was losing teeth") and alopecia ("hair loss"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and experienced abortion spontaneous ("miscarriage"), pelvic discomfort ("discomfort"), pelvic pain ("pelvic pain"), abdominal distension ("abdominal bloating"), ovarian cyst ("ovarian cysts"), nausea ("nausea"), arthralgia ("hip pain") and myalgia ("sore muscles"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, bladder disorder, urinary tract disorder, dysmenorrhoea, alopecia, urinary tract infection, nausea, amnesia, allergy to metals, depression, rash, vaginal discharge, visual impairment and weight increased outcome was unknown and the abdominal pain, pelvic discomfort, abdominal distension, ovarian cyst, migraine, dyspareunia, tooth loss, arthralgia and myalgia had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, allergy to metals, alopecia, amnesia, arthralgia, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, migraine, myalgia, nausea, ovarian cyst, pelvic discomfort, pelvic pain, pregnancy with contraceptive device, rash, tooth loss, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: the plantiff states that she is currently planning for essure removal but she doesn't have any scheduled procedure at this time. Trailing coils: 3 loops were visible on the left and 4 loops were visible on the right diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in august 2011: migration of essure device. Ultrasound scan vagina - in april 2012: migration of essure device. X-ray - in 2015: migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received. Reporters information and rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location: unknown'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('miscarriage') and abdominal pain ('abdominal pain/ pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 6 ((B)(6)1997, (B)(6)2000, (B)(6)2002, (B)(6)2004, (B)(6)2006, (B)(6)2011). On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain (seriousness criterion medically significant), migraine ("excessive migraine headaches/ migraines / headaches"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal): urinary tract"), amnesia ("neurological conditions or problems: memory loss"), allergy to metals ("nickel allergy"), depression ("psychological or psychiatric problems: depression"), rash ("rashes or skin conditions: rashes"), vaginal discharge ("vaginal discharge") and visual impairment ("vision/eye problems: vision") and was found to have weight increased ("weight gain"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), pelvic discomfort ("discomfort"), pelvic pain ("pelvic pain"), abdominal distension ("abdominal bloating"), ovarian cyst ("ovarian cysts"), tooth loss ("dental problems/ I was recommended full dentures because I was losing teeth"), alopecia ("hair loss") and nausea ("nausea"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, alopecia, urinary tract infection, nausea, amnesia, allergy to metals, depression, rash, vaginal discharge, visual impairment and weight increased outcome was unknown and the abdominal pain, pelvic discomfort, abdominal distension, ovarian cyst, migraine, dyspareunia and tooth loss had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, allergy to metals, alopecia, amnesia, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, migraine, nausea, ovarian cyst, pelvic discomfort, pelvic pain, pregnancy with contraceptive device, rash, tooth loss, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: the plantiff states that she is currently planning for essure removal but she doesn't have any scheduled procedure at this time. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2011: migration of essure device. Ultrasound scan vagina - in (B)(6)2012: migration of essure device. X-ray - in 2015: migration of essure device. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra [lt can be provided most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: new events added: pelvic pain, reporter information added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location: unknown'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('miscarriage') and abdominal pain ('abdominal pain/ pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 6 ((B)(6) 1997, (B)(6) 2000, (B)(6) 2002, (B)(6) 2004, (B)(6) 2006, (B)(6) 2011). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain (seriousness criterion medically significant), migraine ("excessive migraine headaches/ migraines / headaches"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal): urinary tract"), amnesia ("neurological conditions or problems: memory loss"), allergy to metals ("nickel allergy"), depression ("psychological or psychiatric problems: depression"), rash ("rashes or skin conditions: rashes"), vaginal discharge ("vaginal discharge") and visual impairment ("vision/eye problems: vision") and was found to have weight increased ("weight gain"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), pelvic discomfort ("discomfort"), abdominal distension ("abdominal bloating"), ovarian cyst ("ovarian cysts"), tooth loss ("dental problems/ I was recommended full dentures because I was losing teeth"), alopecia ("hair loss") and nausea ("nausea"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, alopecia, urinary tract infection, nausea, amnesia, allergy to metals, depression, rash, vaginal discharge, visual impairment and weight increased outcome was unknown and the abdominal pain, pelvic discomfort, abdominal distension, ovarian cyst, migraine, dyspareunia and tooth loss had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, allergy to metals, alopecia, amnesia, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, migraine, nausea, ovarian cyst, pelvic discomfort, pregnancy with contraceptive device, rash, tooth loss, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: the plaintiff states that she is currently planning for essure removal but she doesn't have any scheduled procedure at this time. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: migration of essure device. Ultrasound scan vagina - in (B)(6) 2012: migration of essure device. X-ray - in 2015: migration of essure device. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra [lt can be provided most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received: this case became incident. Events added- vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, alopecia, urinary tract infection, device dislocation, nausea, amnesia, allergy to metals, pregnancy with contraceptive device, device ineffective, depression, rash, vaginal discharge, visual impairment, weight increased, abortion spontaneous. Event ¿ tooth disorder¿ was updated to ¿tooth loss¿. Severity of abdominal pain updated. Event onset dates updated. Patients medical history and lab details added. Reporter information, patient details, product indication updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.